Manufacturer narrative:
This complaint is for product 31452389, lot number 320700x. A device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition described by the customer. A sample evaluation was not completed because complaint samples were not provided, and were not expected per complaint report. The a11928 gel is the main component of the product # 31452389 electrode which takes the electrical signal from the heart and transmits the energy from the patient to the machine. The electrode is a passive device from which energy is only transferred from the body to the monitor. No energy is being delivered to the electrode. Due to the nature of the patient's reaction to the electrode, the most likely root-cause is that an allergic reaction to the gel may have occurred. However, biocompatibility studies are performed on the hydrogel a11928 according to the guidelines defined in iso 10993-1. Each gel and electrode manufactured in this facility must pass cytotoxicity, primary skin irritation, and skin sensitization testing before it can be distributed for commercial sale. Each hydrogel offered for sale by covidien has passed all three tests to ensure the highest quality medical hydrogels available. In addition, all hydrogels manufactured at this facility must comply with iso 10993-1, iso 10993-5, and iso 10993-10 standards. Skin reaction such as those experienced by the patient could be the result of an acute sensitization response to the material components that make up the electrode. All materials used have been deemed safe and effective for use. Because this is an isolated event, no further corrective actions will occur. We will continue to trend for similar reports and implement further corrective actions if indicated. This complaint will be shared with the charts/sensors/hydra focus factory to promote awareness.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an electrode. The customer reports the patient developed a rash from the electrodes during an EKG. The customer further reports that trymacillin cream, clobetasol cream and prednisone was given as a result of this incident. The skin irritation looked like topic dermatitis. The skin irritations were left mostly in auxiliary regions. The electrodes were moved to different areas of the skin due to the skin irritation. The electrodes were applied to the patient 10 minutes before the procedure and were on the patient 30 minutes.